Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. Customer were assisted to remove air bubbles and discussed that filling insulin into reservoir while cold can lead to air bubbles. Customer advised to next set change he should take insulin out of fridge and fill at room temp. He did this but reported that the bubbles continued to occur. No harm requiring medical intervention was reported. The device will not be returned for analysis.